Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of fibromyalgia, insomnia, uterine suspension, parity 2, myositis, myalgia, trochanteric bursitis, abdominal pain, normal delivery (live child), gravida ii and ovarian cyst in 2013 and drug allergy (zithromax (severe vomiting)), food allergy (shellfish egg), adenoidectomy, tonsillectomy, breast reduction, covid-19, anxiety, yeast infection, dyschezia and irritable bowel syndrome. Previously administered products included: mirena. The patient had a family history of colon cancer (patient's father was diagnosed with colon cancer in his 40s and later passed away from cirrhosis. Her paternal uncle was also diagnosed with colon cancer), migraine, thyroid nodular, retinitis pigmentosa and vitamin d deficiency. Concurrent conditions were listed as pelvic pain female and dysmenorrhea. Concomitant products included zyrtec (cetirizine hydrochloride), topiramate, imitrex (sumatriptan succinate) and escitalopram (escitalopram oxalate). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3640 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with albuterol (salbutamol sulfate) as well as surgery (lavh/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.024 kg/sqm. [Pathology test] on (B)(6) 2023: specimen: source a uterus, cervix and bilateral fallopian tubes clinical impression: none stated. Gross description: specimen: uterus, cervix and bilateral tubes. Procedure: lavh, bilateral salpingectomy. Right fallopian tube: 5.5 cm in length; 0.7 cm in diameter. Left fallopian tube: 7.2 cm in length; 0.6 cm in diameter. Diagnosis: a: uterus and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): - the cul-de-sac is unremarkable. - the cervix shows squamous metaplasia. - the myometrium is unremarkable. - the endometrium is proliferative phase. Diagnosis: - left and right fallopian tubes are identified and are unremarkable. [Ultrasound scan] on (B)(6) 2023: uterus: the uterus measures 8.3 x 4.2 x 4.9 cm. The uterus is anteverted. The uterus demonstrates normal uterine size, contour and echogenicity. Scattered cervical nabothian cysts. Essure coils seen traversing from the fundal endometrium out towards the adnexa. The endometrium measures 12 mm in maximum thickness, with mild heterogeneous thickening at the fundus. No endometrial fluid. No increased hypervascularity. Right ovary: the right ovary measures 3.1 x 3.0 x 1.8 cm. Normal appearance. Normal color doppler. Left ovary: the left ovary measures 4.2 x 1.8 x 1.8 cm. Heterogeneous, slightly complex left ovarian cyst measuring up to 13 mm. Normal appearance. Normal color doppler. Adnexa: no adnexal mass is seen. Free fluid: mild to moderate free pelvic fluid. Impression: 1. Mild-to-moderate free pelvic fluid. 2. Slightly complex, heterogeneous/hemorrhagic left ovarian cyst measuring up to 13 mm. 3. Essure coils are present. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: event injury is replaced with medical device removal. Medical history & concomitant conditions were added. Concomitant drugs were added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.